Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Signs of wear were noted during the evaluation. However, a conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-0589 / 00590).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2016 due to pain and possible armd. During the procedure, the head was removed and a head and active articulation bearing were implanted. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in progress.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a hip revision procedure approximately eighteen months post-implantation due to pain and possible armd. During the procedure, the modular head and acetabular cup were removed and replaced with an active articulation bearing.